Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shock therapy from their implantable cardioverter defibrillator (ICD) due to transcutaneous electrical nerve stimulation (tens) unit placement. The patient heard an alert and went to see the healthcare provider. The alert was cleared. The device remains in use. No further patient complications have been reported as a result of this event.